Manufacturer narrative:
A2 - date of birth: the subject's birth year was reported as 1944. D3 & g1: (B)(4).

Event description:
The subject was enrolled in the immuwhy investigator-initiated study (iis) with patient identifier (B)(6). It was reported that the subject experienced esophageal varices hemorrhage. The subject was hospitalized, and intervention was performed as a result. On (B)(6) 2023, the subject was treated with 5 gbq of therasphere y-90 glass microspheres. On (B)(6) 2023, the subject was admitted to hospital for esophageal varices hemorrhage with secondary symptom hematemesis. To treat the event, rubber band ligation was placed. The event was considered to be ongoing.

Manufacturer narrative:
A2 - date of birth: the subject's birth year was reported as 1944. D3 & g1 - manufacturer address 1: chapman house, farnham bus park. D3 & g1 - manufacturer zip/postal code: gu9 8ql. E1 initial reporter phone: (B)(6).

Event description:
Immuwhy pat 015-004. It was reported that the subject experienced esophageal varices hemorrhage. The subject was hospitalized, and intervention was performed as a result. On (B)(6) 2023, the subject was treated with 5 gbq of therasphere y-90 glass microspheres. On (B)(6) 2023, the subject was admitted to hospital for esophageal varices hemorrhage with secondary symptom hematemesis. To treat the event, rubber band ligation was placed. The event was considered to be ongoing. It was further reported that the event was considered resolved on (B)(6) 2023.